Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6).

Event description:
The customer reported that the intra-aortic balloon pump (iabp ) displayed maintenance required code # 2 prior to patient use. No adverse event has been reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched and reported that while performing the field safety corrective action, the fse addressed the reported error and was unable to reproduce the problem. The iabp passed all calibration, functional and safety tests performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp ) displayed maintenance required code # 2 prior to patient use. No adverse event has been reported.